Manufacturer narrative:
The primary surgery date has been corrected it is the (B)(6) 2020. The correct date was discovered during a check with the sales agent on the (B)(6) 2020.

Manufacturer narrative:
Batch review performed on 25 june 2019: lot 146029: (B)(4) items manufactured and released on 21 january 2015. Expiration date: 2019-12-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event: liner: mectacer 01.29.415 ceramic liner ø 36 / g lot. 177726 (not registered in USA). Batch review performed on 25 june 2019: lot 177726: (B)(4) items manufactured and released on 12 march 2018. Expiration date: 2023-02-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient suffered of wound infection which passed into the joint. Staphylococcus was the bacterial infection found after 2 hip washouts that were completed prior to liner and head exchange. In the revision surgery, 2 months after primary, the head and liner were exchanged to provide new bearing surfaces. We became aware of the event on may 27th and the revision surgery was performed on may 29th.